Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels. The customer's blood glucose was at 153 after they were treated in the hospital. The customer did not provide further information about the hospitalization. The customer stated that they felt low in blood glucose and ran straight into a tree. The customer was sent a replacement insulin pump. "

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.